Manufacturer narrative:
There is no connection that can be made at this time between the reported "early hernia recurrence" and any problem with the bard/davol device used to treat the patient. It was reported that the recurrence was due to a technique issue and was not a malfunction of the device. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the phasix¿ mesh must be large enough to provide sufficient overlap beyond the margins of the defect." Additionally, the adverse reaction section lists recurrence as a possible complication. A lot number has not been provided, therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is reported that the patient, who had previously been implanted with a bard phasix mesh during a hernia repair procedure, experienced an "early hernia recurrence." In follow up it was reported that the md treating the patient believes the recurrence to be a "technical failure" and not mesh related. Treatment is ongoing at this time.